Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provided the updated lot number for the ventralex mesh used. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of a umbilical hernia. A ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to repair the hernia defect and remove it. It is alleged the patient was severely and permanently injured. Addendum per additional information provided: attorney alleges that the patient experienced abscess, infection, pain and underwent mesh removal. Addendum per medical records: (B)(6) 2013 - patient with incarcerated umbilical hernia underwent open repair. Per operative notes: "incarcerated preperitoneal fat within entered encountered. This was transected using the cautery. Once this was done, the umbilical defect was identified¿bard/davol ventralex patch was then placed into the defect and was sutured to the fascia with 2-0 prolene¿. (B)(6) 2013 - patient developed seroma and was scheduled for removal surgery with recurrent umbilical hernia repair using strattice (non bard/davol) mesh. Per operative notes: "there was a small sinus tract that was encountered and this was excised. Once we were down at the level of the fascia, there was noted to be a fascial opening with the mesh encountered. The sutures holding the mesh to the fascia were out and mesh was easily dissected off the posterior fascial layer without difficulty... Which is consistent with a low-grade infection. The mesh (ventralex) was then removed. A piece of strattice mesh (non-bard/davol biological mesh) was then trimmed¿this was sutured to the undersurface of the fascia¿once this was done, the fascial defect was then closed over the mesh (non bard/davol biological mesh) with a running 0 vicryl.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event as no specific failure mode was alleged. To date no medical records have been provided. The information provided indicates the patient underwent an additional surgery to "repair the hernia defect and remove it." At this time it is unclear if any mesh was excised during this procedure as it is unknown what is being referred to by the word "it." With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum to the previous information. This supplemental emdr is being sent to provided the updated lot number for the ventralex mesh used. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated. Corrected field: d4 updated fields: g4, g7, h2, h10. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the lot manufacturing date. Based on the additional information received, the initial determination remains the same, no conclusions can be made. As initially reported the patient had surgery to "repair the hernia defect and remove it." Medical records show the mesh was explanted. Seroma, infection and hernia recurrence are known inherent risks of surgery/use of the device. The adverse reactions section of the instructions-for-use, supplied with the device lists seroma, infection and hernia recurrence as possible complications. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. In regards to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." Updated fields: a2, b4, b5, b7, d4 (UDI), d.6b (explant date), e3, g1, g3, g6, h2, h3, h6, h7, h10, h11 corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event as no specific failure mode was alleged. To date no medical records have been provided. The information provided indicates the patient underwent an additional surgery to "repair the hernia defect and remove it." At this time it is unclear if any mesh was excised during this procedure as it is unknown what is being referred to by the word "it." With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of a umbilical hernia. A ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to repair the hernia defect and remove it. It is alleged the patient was severely and permanently injured.